Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy following a fall two weeks after the scs implant. X-rays did not confirm any lead migration. Trouble shooting was unable to provide resolution. As a result, surgical intervention may be pending to address the issue.

Event description:
Further follow up revealed that x-rays diagnostics confirmed a lead fracture. As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein patient¿s scs lead was replaced. Physician opted to electively replace the ipg as well.